Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. Bg value was not provided. At the time of the report with tandem technical support the customer had not addressed bg level. The customer continued to use the pump for insulin therapy.